Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was supposed to be used for transendoscopic biliary stent placement. However, the physician found that the stent had been already kinked when opening its package. ((B)(4)). Therefore, another zebd-7-4 was used with a 0.025inch wire guide (visiglide2/olympus) instead. ((B)(4)).

Manufacturer narrative:
1 x zebd-7-4 of lot number unknown involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. As the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zebd-7-4 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. It is to be noted that this device was used successfully but the wire guide size detailed on the label of the device is 0.035¿. A definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.